Manufacturer narrative:
A getinge fse resolved the issue by replacing the cbl assy,fo sensor extension. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Manufacturer narrative:
The defective components were received for further investigation. The failure analysis and testing dept. Received this part with a reported unit failure of a broken fiber optic connector. The failure analysis and testing dept. Performed visual inspection of the part received catheter connector and found that the blue receptacle housing of the fiber optic connector is broken. Due to this damage. This part cannot be investigated any further by the failure analysis and testing department. The failure analysis and testing department verified the broken fiber optic connector. Retaining the part in the fat dept. Per procedure 0002-07-d008 rev. Ar. The non-conformances with the returned components were identified. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) had a broken fiber optic. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).